Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report, "on (B)(6) 2023, the patient underwent mitral valve replacement due to mitral stenosis. One month later, mitral valve dysfunction and valve obstruction occurred. On (B)(6), 2023, an emergency operation was performed to replace the mechanical valve again. During the operation, a large number of thrombi were found in the atrium and accumulated on the valve. It was considered that the patient's hypercoagulable constitution led to the valve obstruction."

Manufacturer narrative:
The manufacturing records for onxmc-25/33 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non- conformances or deviations were noted to be related to this reported event. On (B)(6)2024 an adverse event was reported in the nmpa (national medical products administration) system by the [hospital] regarding a mitral valve that was explanted and replaced due to dysfunction and obstruction. An investigation was started, and the following translated statement was obtained "on (B)(6) 2023, the patient underwent mitral valve replacement due to mitral stenosis. One month later, mitral valve dysfunction and valve obstruction occurred. On (B)(6) 2023, an emergency operation was performed to replace the mechanical valve again. During the operation, a large number of thrombi were found in the atrium and accumulated on the valve. It was considered that the patient's hypercoagulable constitution led to the valve obstruction." Thrombosis is a rare, but a known potential complication of prosthetic valve replacement occurring at a historical rate of (B)(4) per patient-year for mechanical mitral heart valves [iso 5840-2:2021 (e)]. It is recognized as a potential adverse event for the on-x valve along with the potential for reoperation and explantation [IFU]. The definitive root cause of the thrombosis was given as the patient¿s hypercoagulable constitution; however, this could not be confirmed as no medical records or lab results were provided. As such, we are unable to determine what, if any, contribution the valve had to the decision to explant. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion. References: iso 5840-2:2021 (e) cardiovascular implants - cardiac valve prostheses, annex I. On-x instructions for use including aortic valve inr 1.5-2.0 update. Http://www.onxlti.com/IFU.

Event description:
According to the initial report, "on (B)(6) 2023, the patient underwent mitral valve replacement due to mitral stenosis. One month later, mitral valve dysfunction and valve obstruction occurred. On (B)(6) 2023, an emergency operation was performed to replace the mechanical valve again. During the operation, a large number of thrombi were found in the atrium and accumulated on the valve. It was considered that the patient's hypercoagulable constitution led to the valve obstruction."